Event description:
The manufacturer was notified of an intraoperative explant involving a perceval plus valve. Reportedly, on (B)(6) 2026, a perceval plus valve pvf-m was attempted to be implanted in a patient. The white head of the sizer m got slightly stuck but passed through, the white head of the sizer l did not pass through. As such, the perceval valve size m was selected to be implanted. After releasing the aortic occlusion, pvl occurred, and when the aorta was occluded again, the perceval valve had popped up at an angle. The perceval valve was removed and re-sized; the white head of the sizer m was very loose, and although the sizer l white did not pass at first, it went through when pushed harder. A decision was made to switch to another company's bioprosthetic valve (inspiris) instead.

Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. Manufacturer is retrieving further information from healthcare facility, and will submit follow-up report upon availability of new, relevant details.